Event description:
During a breast reconstruction, the patient suffered two minor burns from the electrosurgical electrode tip.

Manufacturer narrative:
The burn did not require any medical or surgical intervention. Visual inspection a small hole in the area of the insulation seam. The as-received returned device was evaluated under magnification in order to determine a probable cause. Under magnification, there was no indication of cause. The over mold was found to be acceptable and without visible defect. The insulator at the seam was subjected to dielectric testing to verify a proper, completed molding process. A dielectric failure due to arcing was detected only when the test probe was moved close to the failure point. When moving the test probe around the circumference of the insulator, a dielectric failure was only observed within 60 degrees of the point of dielectric failure. The remaining portions of the insulator met dielectric test requirements at a setting of 3kv. If the electrode device was used within the power setting recommended by the kit distributor, the most likely explanation for this type of failure is the presence of an insulation pinhole in the area of failure. Since dielectric testing is performed on a statistical sampling of the lot, there is a possibility that a device with a pinhole will not be identified. There is a small chance that a pinhole or air bubble in the over mold area could be introduced during the molding process for any extended shaft electrode. This is the first occurrence of an over mold seam hypot failure.